Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up at the distal end. The ptfe pad (teflon pad) was inspected and found approximately 0.565¿ of the teflon pad was lifted and partially split exposing metal on the jaw. The device was attached to the test usg-400/esg-400 and a ¿short circuit¿ error was observed due to metal to metal contact. The device passed the probe check. Based on the investigation results, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the teflon pad from the grasping section of the device peeled back exposing metal on the jaw. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.